Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and wrinkling, risk of alcl.

Event description:
Healthcare professional reported left side "lobulated contours with signs of intracapsular rupture" and "implant removal due to biocell which has been linked to alcl". The device has been explanted.

Event description:
Healthcare professional reported left side "lobulated contours with signs of intracapsular rupture" and "implant removal due to biocell which has been linked to alcl". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particle material on the shell and an opening on the anterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it is not possible to determine the most likely failure mode.